Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had pain about 24 hours after the implant. She requested the device be removed as soon as possible. The device was scheduled to be explanted on (B)(6) 2015. The patient was alive with no injury at the time of this report. It was later reported that the patient was recovering well.

Event description:
Additional information received reported that the patient never had therapeutic effect. The patient also had acute pain following implant. The device was removed 3 weeks after implant because it did not work. She told a manufacturing representative (rep) that she was having problems, it was not working, and she was having a lot of pain. The device never worked and caused more pain. She ended up in the hospital on christmas day because she could not walk and it caused more pain. She felt she was back at square one and was seeing a surgeon next.

Manufacturer narrative:
(B)(4)